Event description:
It was reported that the patient presented for a scheduled leadless pacemaker implant procedure. During the procedure, significant catheter manipulation and deflection were required to position the device. The first implant attempt was made at a right atrial location with acceptable mapping results. During fixation, resistance was noted when attempting to advance the lp from short-tether to long-tether mode. Testing in short-tether mode demonstrated inadequate capture, and the device was redocked and repositioned. A second implant attempt was performed at an alternative location with acceptable mapping results. Resistance was again encountered during device advancement, and the device could not be separated from the delivery catheter. Attempts to release the device were unsuccessful, and it remained attached to the delivery system. During further manipulation, the device dislodged and was recaptured into the delivery catheter. The procedure was terminated, and the device and delivery catheter were removed. Upon removal, tether fracture was noted. There were no patient consequences.

Manufacturer narrative:
The reported events of positioning failure, dislodgement, inadequate capture and separation failure could not be confirmed. Visual analysis noted that helix was stretched; stretched helix is consistent with having occurred during procedure. Docking button diameter was measured to be within specification. Further analysis performed, including output verification, found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.